Event description:
It was reported the customer was receiving no delivery alarms on their insulin pump. The customer also reported resistance when pushing their insulin through the tubing with a push plunger. The customer's blood glucose was over 600 mg/dl. Customer had treated their high blood glucose with manual injection. The customer stated the no delivery alarms had been occurring for the past three to four days. It was also found the customer was able to resolve the alarm by manually pushing insulin through the tubing. Troubleshooting found the customer's insulin pump passed the high pressure test. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).